Event description:
Clinic notes were received which indicate the patient has adult and pediatric obstructive sleep apnea. Clinic notes dated (B)(6) 2010 indicate the patient has used c-pap for 5 years to treat the sleep apnea, although no adjustment to his pressures or re-evaluation has been done. The patient was scheduled for c-pap retitration. Notes dated (B)(6) 2012 indicate the CPAP mask was checked for leaks and the patient was encouraged to continue use. Clinic notes dated (B)(6) 2013 indicate that the patient was encouraged to continue CPAP use. Attempts for additional information have been made; however, they have been unsuccessful. No additional information has been provided.